Event description:
The customer reported the system failed to boot up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The general purpose operating system (gpos), cpu, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.